Event description:
The customer reported that their device was displaying the attention icon after the replacement of the charge-pak. The customer then advised that once the device powers on, it starts the voice prompts and then loses power. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined the cause for the malfunction to be excessive current leakage from the analog pcb assembly due to the fl 9 and fl 10 filters. The current leakage depleted the internal hlc batteries. A replacement device was provided to the customer.